Manufacturer narrative:
Findings: pump received with normal operating currents. No unexpected low battery alarm noted. However, pump received with loud motor noise during rewind due to faulty motor. Pump passed the displacement, rewind and basic occlusion test. Also received with cracked case at the display window corner, cracked reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that their insulin pump was making strange noises. The customer's blood glucose level was 206 mg/dl at the time of the incident. The customer stated that they do not want to trouble shoot the issue at the time of the call and do not want to return the reservoir back for analysis. The customer was advised to change their reservoir set as soon as possible. The customer did not return the product back for analysis.